Manufacturer narrative:
The reported event of material twisted / bent was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During device preparation, a kink in the right ventricular (rv) lead was visually noted. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.